Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the ceramic head and poly liner, and for shell malposition. The patient's shell, head, and liner were revised. Rep can provide additional images,and reported that no further information will be released by the hospital or surgeon and no further information is available.